Event description:
It was reported that gamma nail was removed due to a non union fracture - converted to right total hip.

Manufacturer narrative:
Investigation summary: product inquiry stated the reported trochanteric nail kit, ti gamma3® ø10x170mm x 125° to be the primary product. The other implants reported were considered as concomitant products as they did not contribute to the event reported. A physical examination of the items could not be carried out as the devices were not returned to stryker (B)(4). A review of the device history could not be carried out as the provided lot code was incorrect. Further information such as surgery reports and further x-rays were not provided. In the case presented it was alleged that a (B)(6) female patient had been treated with a trochanteric nail kit on (B)(6) 2013 due to an unknown kind of fracture. It was further stated that trochanteric nail had to be removed on (B)(6) 2015 due to a non-union fracture. The patient was revised by a right total hip arthroplasty. A product deficiency was not reported. In this case it could only be referred to available information. As the revision was performed after an implantation period of 18 months ¿ due to a non-union fracture ¿ and as the trochanteric nail was revised with an hip arthroplasty it can only be assumed ¿ because no further information was available ¿ that bone healing was insufficient. Using an arthroplasty ¿ presenting a system change ¿ is in most of the cases an indication that no further bone healing was expected by the treating surgeon. As no further x-ray documentation and as no surgery reports were available, a medical review was not possible. From technical point of view a further statement was not possible. With available information the cause of the event was most likely based on the patient¿s condition but not caused by a deficiency of the device. The risk analysis had considered poor bone healing; the estimated thresholds were not exceeded. In case the products and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that gamma nail was removed due to a non union fracture - converted to right total hip.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.